Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter tip was stuck on the stent. Vascular access was obtained via the ipsilateral anterograde approach using a 6f non-bsc introducer sheath. The (B)(4) stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After deploying a non-bsc stent, a 5.0 x 40, 75cm mustang(tm) balloon catheter was advanced for post dilation. However, the tip of the device became stuck with the proximal part of the previously deployed stent. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. No issues were noted with the tip section of the device. There were no issues noted with the profile of the balloon. The balloon exhibited signs of having been inflated and was not refolded. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter tip was stuck on the stent. Vascular access was obtained via the ipsilateral anterograde approach using a 6f non-bsc introducer sheath. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After deploying a non-bsc stent, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for post dilation. However, the tip of the device became stuck with the proximal part of the previously deployed stent. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.